Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. He was unable to adjust stimulation. The message "call your doctor" icon and eri displayed. The health care provider confirmed that the battery life ran out after 3 months of use. His device was replaced.

Manufacturer narrative:
(B) (4).